Event description:
Twelve pts samples with discrepant crp results, only 11 examples were provided: (1) initial results 17.00 mg/dl, repeat 0.39 mg/dl; (2) initial result 17.00 mg/dl, repeat 0.44 ,g/dl; (3) initial result 17.00 md/dl, repeat 0.65 mg/dl; (4) initial result 17.00 mg/dl, repeat 0.05 mg/dl; (5) initial result 17.00 mg/dl , repeat 1.83 mg/dl; (6) initial result 17.00 mg/dl, repeat 0.24 mg/dl; (7) initial result 17.00 mg/dl, repeat 0.11 mg/dl; (8) initial result 17.00 mg/dl, repeat 3.90 mg/dl; (9) initial result 17.00 mg/dl, repeat 0.61 mg/dl; (10) initial result 17.00 mg/dl, repeat 0.29 mg/dl; (11) initial result 17.00 mg/dl, repeat 0.20 mg/dl. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.